Manufacturer narrative:
(B)(4). Damaged articulation mechanism. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged and with the articulating knob missing. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge; the device fired and cut as intended. The staple line was complete, however four staples were noted to be malformed at the distal end pass the cut line, this does not create a fluid path. The staples malformed were due to the damaged articulation mechanism. It should be noted the a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, there was a broken rotating knob. First the device stapled and cut correctly, but when the surgeon wanted to activate the articulation's control lever, it broke. The surgeon performed the stapling and cutting with this device but the device fired malformed staples and delivered an incomplete staple line. Another like device was used to go back on the incorrect staple line to complete the case. There was no pt consequence.